Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("unwanted pregnancy"), genital haemorrhage ("persistent bleeding") and gestational diabetes ("gestational diabetes") in a (B)(6) year-old female patient (gravida 5, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". The patient's past medical history included multigravida and parity 5 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2017). Previously administered products included for pregnancy prevention: iud nos from 2012 to 2014; for an unreported indication: condoms from 2012 to 2014. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), fatigue ("fatigue"), premature delivery ("premature delivery"), single umbilical artery ("single umbilical artery"), premature labour ("pre term labor") and breech delivery ("breech birth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy (B)(6) 2017 and hysterectomy with unilateral salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, weight increased, premature delivery, single umbilical artery, premature labour and breech delivery outcome was unknown and the fatigue had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter considered breech delivery, device dislocation, fatigue, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, premature delivery, premature labour, single umbilical artery and weight increased to be related to essure. The reporter commented: baby in ICU for 4 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: pregnancy confirmed. Most recent follow-up information incorporated above includes: on 23-jan-2018: pfs received: new reporters, historical conditions, historical drugs, lab test, new events fatigue, weight gain, gestational diabetes, single umbilical artery, pre-term labor, premature delivery, device dislocation added. Product stop date updated. Outcome for the event fatigue added as recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/ migration of essure device location of device: unable to locate; possibly uterus but may have fell out"), pregnancy with contraceptive device ("unwanted pregnancy"), genital haemorrhage ("persistent bleeding") and gestational diabetes ("gestational diabetes") in a 37-year-old female patient (gravida 5, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". The patient's past medical history included multigravida, parity 5 (B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2017), excessive menstruation, irregular periods, cataract extraction on (B)(6) 2014, corneal transplant on (B)(6) 2014, detached retina repair on (B)(6) 2014, strabotomy on (B)(6) 2014, polycystic ovarian syndrome on (B)(6) 2015, back pain from 2009 to 2010, prehypertension from 2009 to 2010, hematuria in 2009, gravida in 2010, thrombocytopenia in 2010, macrosomia, cesarean section in 2012, anxiety, hemangioma of liver, hemorrhoids, urinary tract infection and ex-smoker. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2014; for an unreported indication: cefaclor, condoms from 2012 to 2014, ciprofloxacin hci (cipro), metformin and paraguard iud. Past adverse reactions to the above products included nephrolithiasis with cefaclor. Concurrent conditions included body mass index increased, overweight, nasopharyngeal diphtheria and alcohol use. Family history included cancer, thyroid disorder, hypertension (mother), cancer (father), cataract (maternal grandfather), glaucoma (paternal grandfather), prostate cancer (father) and thyroid disorder. On (B)(6) 2014, the patient had essure inserted. In january 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), fatigue ("fatigue/tired"), premature delivery ("premature delivery"), single umbilical artery ("single umbilical artery"), premature labour ("pre term labor") and breech delivery ("breech birth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy (B)(6) 2017 and hysterectomy with unilateral salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, weight increased, premature delivery, single umbilical artery, premature labour and breech delivery outcome was unknown and the fatigue had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter considered breech delivery, device expulsion, fatigue, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, premature delivery, premature labour, single umbilical artery and weight increased to be related to essure. The reporter commented: baby in ICU for 4 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Bilateral essure implants noted.; on (B)(6) 2016: pregnancy confirmed. Ultrasound scan - on (B)(6) 2016: pregnancy unconfirmed.; on (B)(6) 2017: week gest sac only essure device is only present on 1 side per review of CT scan and abdominal x-ray done sep13 for renal stone. On (B)(6) 2014, ultrasound scan revealed iud in inferior corpus extending to cervix. Left hemorrhagic ovarian cyst, enlarged ovaries, iud appears to be positioned with in the cervix inferiorly and the lower uterine segment superiorly. On (B)(6) 2016, ultrasound pelvis revealed viable fetus in abdominal pregnancy, unspecified trimester, not applicable or unspecified fetus. On (B)(6) 2016, ultrasound scan revealed right tube appearance along the posterior aspect ofthe right tube there appears to a enlonged linear echogenic structure consistent with an essure. Patient had a history of the essure for x 2 years and a displaced essure on left, the right. Unable to identify the essure on the left. Left ovary: size 3.4 cm x 1.8 cm x 19.0 cm. Mean 8.1 cm. Impression: early intrauterine pregnancy: viable right essure, left essure not identified. On (B)(6) 2017, ultrasound was done to encounter for routine screening for malformation using ultrasonics. On (B)(6) 2017, pathology report revealed that it was received in a container of formalin labelled "patient - fallopian tubes" were two segments of fallopian tubes. One segment contained a metal essure device and this had been designated by the paperwork as the right fallopian tube. The right fallopian tube measured 10 cm in length and 0.5 cm in diameter. The left fallopian tube measured 8.5 cm in length and 0.6 cm in diameter. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters details updated. Updated event migration of essure device/ migration of essure device location of device: unable to locate; possibly uterus but may have fell out. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/ migration of essure device location of device: unable to locate; possibly uterus but may have fell out"), premature delivery ("premature delivery"), premature labour ("pre term labor"), pregnancy with contraceptive device ("unwanted pregnancy"), genital haemorrhage ("persistent bleeding") and gestational diabetes ("gestational diabetes") in a 37-year-old female patient (gravida 5, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". The patient's past medical history included multigravida, parity 5 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010, (B)(6) 2012, (B)(6) 2017), excessive menstruation, irregular periods, cataract extraction on (B)(6) 2014, corneal transplant on (B)(6) 2014, detached retina repair on (B)(6) 2014, strabotomy on (B)(6) 2014, polycystic ovarian syndrome on (B)(6) 2015, back pain from 2009 to 2010, prehypertension from 2009 to 2010, hematuria in 2009, gravida in 2010, thrombocytopenia in 2010, macrosomia, cesarean section in 2012, anxiety, hemangioma of liver, hemorrhoids, urinary tract infection and ex-smoker. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2014; for an unreported indication: cefaclor, condoms from 2012 to 2014, metformin, ciprofloxacin hci (cipro) and paraguard iud. Past adverse reactions to the above products included nephrolithiasis with cefaclor. Concurrent conditions included body mass index increased, overweight, nasopharyngeal diphtheria and alcohol use. Family history included cancer, thyroid disorder, hypertension (mother), cancer (father), cataract (maternal grandfather), glaucoma (paternal grandfather), prostate cancer (father) and thyroid disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), premature labour (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), breech delivery ("breech birth"), fatigue ("fatigue/tired") and single umbilical artery ("single umbilical artery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy (B)(6) 2017 and hysterectomy with unilateral salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature delivery, premature labour, pregnancy with contraceptive device, genital haemorrhage, gestational diabetes, breech delivery, weight increased and single umbilical artery outcome was unknown and the fatigue had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter considered breech delivery, device expulsion, fatigue, genital haemorrhage, gestational diabetes, pregnancy with contraceptive device, premature delivery, premature labour, single umbilical artery and weight increased to be related to essure. The reporter commented: baby in ICU for 4 weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Bilateral essure implants noted.; on (B)(6) 2016: pregnancy confirmed. Ultrasound scan - on (B)(6) 2016: pregnancy unconfirmed.; on (B)(6) 2017: week gest sac only essure device is only present on 1 side per review of CT scan and abdominal x-ray done sep13 for renal stone. On (B)(6) 2014, ultrasound scan revealed iud in inferior corpus extending to cervix. Left hemorrhagic ovarian cyst, enlarged ovaries, iud appears to be positioned with in the cervix inferiorly and the lower uterine segment superiorly. On (B)(6) 2016, ultrasound pelvis revealed viable fetus in abdominal pregnancy, unspecified trimester, not applicable or unspecified fetus. On (B)(6) 2016, ultrasound scan revealed right tube appearance along the posterior aspect of the right tube there appears to a enlonged linear echogenic structure consistent with an essure. Patient had a history of the essure for x 2 years and a displaced essure on left, the right. Unable to identify the essure on the left. Left ovary: size 3.4 cm x 1.8 cm x 19.0 cm. Mean 8.1 cm. Impression: early intrauterine pregnancy: viable right essure, left essure not identified. On (B)(6) 2017, ultrasound was done to encounter for routine screening for malformation using ultrasonics. On (B)(6) 2017, pathology report revealed that it was received in a container of formalin labelled "patient - fallopian tubes" were two segments of fallopian tubes. One segment contained a metal essure device and this had been designated by the paperwork as the right fallopian tube. The right fallopian tube measured 10 cm in length and 0.5 cm in diameter. The left fallopian tube measured 8.5 cm in length and 0.6 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("injuries, including pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.